Event description:
It was reported that the vamp tubing fell apart. No patient injury was reported.

Manufacturer narrative:
It was indicated that the device would not be returned for examination. However the device was received and evaluated. We received one vamp adult system for examination. There was no blood visible throughout the unit. The vented cap was still attached to the end of the pressure line. The pressure tubing was found broken off from the uv bond joint with the vamp adult reservoir. Rough surfaces were observed at the broken tubing ends. The tubing was bent near the site of damage. Uv adhesive appeared to have over-filled past the bond portion of the reservoir tube housing. In addition, the uv adhesive was soft and appeared uncured. Visual examination was performed at 10x magnification. The defect was confirmed to be related to the manufacturing process. An investigation has been initiated to determine the root cause and implement any necessary corrective actions.

Manufacturer narrative:
The unit was not returned for evaluation; therefore the complaint could not be confirmed, nor could potential contributing factors be identified. No new actions, related to this event, will be taken at this time. A review of the manufacturing records indicated that the product met specifications upon release.

Manufacturer narrative:
Corrected product code to cbt.